Event description:
Study event. Device malfunction: none, symptoms/ae: groin access site infection, time of symptoms/ae: after the procedure. It was reported that a physician achieved an arteriotomy closure using the perclose at after an uneventful right internal carotid artery stenting procedure. However, post procedure, the patient experienced pain in her right groin area. The patient was medicated and the symptoms resolved that same day. Approx two weeks later, the patient experienced discharge from the right groin puncture site. The physician treated the discharge as an infection with an unspecified antibiotic. The symptoms resolved two weeks later. Although requested, there is no add'l info available.

Manufacturer narrative:
The device was discarded. The lot number was not provided. We were not able to perform device inspection or device lot history review in this case.